Manufacturer narrative:
The customer reported complaint for the thermogard console showing the temperature fluctuations on the display before and after the customer replaced the temperature cable was not confirmed during event log review or during the initial functional testing. There were no device deficiencies found during the evaluation of the console and the device performed as intended. Upon visual inspection no physical damage was observed. The thermogard console passed the initial functional test without any fault or error. The thermogard console displayed the temperature correctly. The event log was reviewed and no error messages were noted on the customer reported event date. The thermogard console was tested and passed all the testing criteria and functioned as intended.

Event description:
During patient treatment, the customer noted temperature fluctuations on the thermogard console display before and after the replacement of the temperature cable. Another console was used to continue with therapy. No additional information was available. No known impact or consequence to the patient was provided.